Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn responded to the patient's pump alarm "air in line" and removed the tubing from the pump channel to manipulate the tubing to remove noted air bubbles. While manipulating the tubing set, the tubing separated and leaked epoch (doxorubicin, vincristine, and etoposide) chemotherapy drugs onto the bed and floor. The rn pinched the tubing without gloves while another rn took over with gloves on. The rn that experienced exposure to the chemotherapy drug washed her hands and the medication was cleaned up per policy with a spill kit and she was sent to employee health for follow-up. There was no patient harm and no report of nurse harm.